Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and initially verified the reported issue; however, once the device was opened it powered on without any further discrepancies.  Physio then performed an internal visual inspection of the device and confirmed that there were multiple standoffs that had broken off of the upper case.  Physio also observed physical damage to the analog pcb assembly in the area of the energy charge circuitry. Specifically, there was physical damage in the area of the pcb which contained integrated circuit (ic), designator u4 and capacitor, designator c48; however, the device would charge and shock when prompted.   The customer was provided with a replacement device. The cause of the reported issue could not be conclusively determined.

Event description:
The customer's device had been evaluated by a third party service technician who was attempting to complete a technical service update (tsu).  During this service activity, the service technician observed that multiple internal case standoff's were broken, which prevented the service technician from completing the tsu. The customer was provided with a replacement device.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.